Event description:
It was reported that during a gastric bypass, roux-en-y, the cartridge fired, but the distal 30mm of staple line did not form. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.